Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 37,572 joules of use and 16 minutes, fiber shooting straight was observed with the first fiber. The fiber was replaced. The fiber tip (cap) was cleaned during the procedure. It was reported that at 75,894 joules of use, the second fiber was observed to "fiber shooting straight." The fiber was exchanged. It was reported that at 111,362 joule of use, the third fiber was observed fiber shooting straight. The procedure was completed utilizing a fourth fiber. Patient outcome: "ok" reported. There was no report of injury to the patient. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.